Event description:
Facts of event and status of pt condition. Pt with a history of cardiac disease was admitted to ICU with a large mi on oct. 2004. The pt arrested the next day during which time a cardiothoracic surgeon inserted an iabp contra-aorta balloon pump). Four days later the pt underwent successful angioplasty with stent placement in the cardiac cath lab. When the interventionist attempted to remove the iabp after angioplasty, he was unable to pullet out even after the balloon deflated. His impression was that the device became disfunctional and may have ruptured. An immediate attempt to remove the balloon in interventional radiology was unsuccessful. The entrapped balloon diminished circulation to the pt's leg. A cardio-vascular surgeon performed a successful vascular bypass that restored circulation. The cardiovascular surgeon believes that the pt is not a candidate for surgical removal of the device at this time. The pt remains in ICU for ongoing care and treatment of his cardiac condition.